Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The customer reported four occurrences and returned one actual sample of the four reported samples for evaluation. Visual inspection was performed on the actual sample, and no abnormalities were observed. The sample was spiked into an in- house 1000ml solution bag containing reverse osmosis water. The sample was then re-primed which identified a leak between the drip chamber outlet port and tubing bond area. Therefore, the reported condition was confirmed in the returned sample. An assignable root cause was not identified at this time.

Event description:
A customer reported to baxter corporate product surveillance a clearlink secondary medication set in which a leak occurred. According to the report, the leak originated from the drip chamber. The leak occurred at an unknown time after therapy was initiated. The medication that was being administered is unknown. There was a patient involved. However, there were no reports of patient injury, adverse events or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.